Manufacturer narrative:
(B)(4). This report for the system error 2240 was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Not enough data is available within the complaint to identify root cause; therefore, the cause is undetermined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, baxter cannot determine the root cause. Since the lot number is unknown a batch review will not be performed. Should any additional information become available, a follow-up report will be submitted. A 510k number cannot be provided in this report because the product code is unknown at this time.

Event description:
Baxter great britian reported that the homechoice machine displayed the system error 2240 alarm (air in set) during dwell 4 of 4. The patient was connected at the time of the alarm. The patient did not disconnect prior to the alarm. All bags were properly spiked and connected. No patient extension lines were used and there were no leaks observed. The hp was advised to use new supplies. No clinical consequences for the patient were reported.